Event description:
It was reported that the right ventricular (rv) lead had a deemed insulation failure, low pacing impedance, and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead exhibited noise.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medcial products: 6721m-50 lead, implanted (B)(6) 1996. (B)(4).